Event description:
A (B)(6) old male patient contacted zoll customer support to report that he was treated. The patient was provided with a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (patient treated) has been investigated. The patient was inappropriately treated. Upon evaluation, there was moisture build up inside ECG electrode d, which is in series with the cable running from the distribution node to the ECG electrode c and d complex. ECG electrodes c and d are on two different channels, creating electrical interference on both leads. The cause of the inappropriate treatment is dual lead signal artifact in which the patient did not use the response buttons. The root cause of the dual lead signal artifact is a cracked cover on ECG d. The root cause of the cracked ECG cover cannot be positively identified but is likely a result of physical abuse. Treatment analysis concludes a (B)(6) old man received on inappropriate shock. Dual-lead signal artifact contributed to the false detection. The response buttons were used briefly during earlier detections, but not immediately prior to the shock. No adverse event resulted from the damaged wires. The patient received a replacement electrode belt.